Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2020-01770. It was reported the patient experienced ineffective stimulation with the current leads and the location of the leads. Diagnostics revealed no abnormalities, and reprogramming attempts did not resolve the issue. To address the issue, the physician disconnected one of the original leads and left it insitu and implanted one additional lead and connected it to the ipg. Nothing was explanted during the procedure due to the physician not wanting to take the change of dislodging one of the other two connected leads.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-01770. For clarification, the lead revision took place on (B)(6) 2020.